Manufacturer narrative:
Corrected method codes and conclusion code information. The device was not returned for testing. Technical support determined the root cause related to software issue.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Device evaluated by MFR: technical support in conjunction with the customer reported, inquired if it is happened after cleaning the screen or if there are any liquid residues visible on the touch screen. The customer confirmed that no liquids were involved that he is aware of. It is visible in the logs that they have tried to shut-down the machine many times using the slider on october 22, 2018, but without success. Last settings changes visible on october 22, 2018 at 11:11:18 (system time). After that, it seems that no user interactions were possible anymore until the force-quit done on october 22, 2018 at 14:16:43 (system time). In the meantime, some alarms were active and most likely they were not able to silence them. Software version 6.0.200.4 is installed.

Event description:
The customer reported that the end user facing a display freeze with bellavista. According to the end user "when they were attempting to make some changes to some parameters, and the numerical changes were very erratic and going to full positive or full negative even with only a minor numerical change. The screen then froze and a critical alarm was activated. They attempted to turn the vent off, and the red turn off screen was not able to be swiped off." The issue occured during ventilation on a patient. There is no harm to the patient, however a short period of manual ventilation with bag valve was needed until another bellavista was put in place. There is no adverse outcomes are noted after the transfer of patient to another device.